Event description:
It was reported that the patient had to charge the ipg more frequently and for longer periods of time. It was also noted that the patient was not getting an adequate stimulation. Database analysis was observed and revealed no anomalies. The patient underwent an ipg explant procedure. The explanted ipg was not released by the medical facility.